Event description:
It was reported that suture placement in the right common femoral vein was attempted with 2 prostyle devices using the pre-close technique via a 6f sheath hole prior to a left atrial appendage intervention procedure. Reportedly, a cuff miss occurred with both devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 12f, and the left atrial appendage procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b7: removed arteriotomy from other relevant history. Added venotomy.